Manufacturer narrative:
H3): a portion of the lld remained in the patient, and the remaining portion was discarded, thus no investigation could be completed. H6): in the initial MDR, it was reported that a supplemental report would be submitted to capture component code 4755. After further review, it is determined that component 4727 most accurately describes the component in this event. Component code corrected to 4727. H6): added code 4621.

Manufacturer narrative:
The component code and health effect impact code (heic) field was intentionally left blank. A supplemental MDR to follow upon availability to enter component code (B)(4) and heic code (B)(4). In the spectranetics instructions for use (IFU), 4. Warnings, it states in part: ..."when using the lld: do not abandon a lead in a patient with a lld still inside the lead. Severe vessel or endocardial wall damage may result from the stiffened lead or from fracture or migration of the abandoned device"...the physician did not attempt to unlock the lld from the lead prior to cutting and capping the lld/lead. There was no evidence of malfunction of the lld.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to the patient being upgraded to an ICD lead. A spectranetics lead locking device was inserted into the rv lead to provide traction to aid in the lead's extraction. The physician began by choosing a spectranetics 16f glidelight laser sheath. Encountering stalled progression in a calcified area within the vasculature, the physician chose to switch to a spectranetics tightrail sub-c rotating dilator sheath. Switching back to the glidelight device with no progress made, and then to a tightrail device, another physician joined in the case and began using the 16f glidelight device once again. At that time, the patient's blood pressure dropped (please reference MDR 1721279-2021-00072 which captures the glidelight device that was in use in the area of injury at the time the patient's blood pressure dropped). Rescue efforts began, including rescue balloon and CPR. The patient was transported to the or for further intervention (it was reported that the glidelight device was left in the body during transport to the or). A sternotomy was performed and a tear in the superior vena cava )svc)/ra junction was discovered. The lld present within the rv lead was cut and capped and remained in the patient's body (it was reported that the physician did not attempt to unlock the lld from the rv lead prior to cutting and capping the lld/lead). Despite rescue efforts and repairs, the patient died on (B)(6) 2021. This report is being submitted to capture the lld within the rv lead that was cut/capped along with the rv lead, and remained in the patient's body. Although the patient died, the death was not related to the lld present within the rv lead. There was no alleged malfunction of any spectranetics devices in use during the procedure.